Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info. This complaint was received in medical complaints on (B)(6) 2015.

Manufacturer narrative:
On 07/17/2015, integra investigation completed. Method - failure analysis, device history eval results: final analysis - there was a roto-lok grasper returned in used condition showing wear, violet and grey tape/band markings, corrosion on threading and broken/cracked insulation at tip investigation. Due to the age of the instrument and not knowing how the instrument was processed/maintained, the complaint is confirmed. DHR review was completed with all history available. Nonconforming product report / nonconforming material report history. There is no applicable nonconforming product report I nonconforming material report history. Variance authorization / deviation history. There is no applicable variance authorization / deviation history. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action, preventive action history: there is no applicable corrective action preventive action history. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.

Event description:
Customer initially reports that after a procedure, a nurse found the insulation part was damaged and missing from t he tip. On (B)(6) 2015 dealer reports a laparoscopic colon resection was being performed. No pt injury or harm was reported. Insulation part wasn't found inside the pt by visual inspection or x-ray.